Event description:
The customer reported receiving r flags on quality control (qc) differential results on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found evidence of a previous fluid leak on the diff mixing module. There was no active leak identified. The fse replaced the diff module actuators that were affected by the previous leak to resolve the issue. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).